Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned device was analyzed, and a visual evaluation noted that the colored marker bands of the returned piece did not match with the sequence of colors and the colors used for autotome rx 44 devices (including dreamtome rx 44). The reported event was not confirmed. The investigation concluded that, based on the information provided and without proper evaluation of the complaint device, the most probable cause of the reported issue cannot be established due to lack of evidence and without proper evaluation of the device involved within the event. The device needs to be evaluated visually/physically in order to assign the proper most probable cause and what could have caused the problem experienced by the costumer. All available compiled information determines that the most probable cause is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to the first of two dreamtome rx 44 devices used during the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during papillotomy procedure performed on (B)(6) 2019. According to the complainant, during preparation outside the patient, the cutting wire broke. A second dreamtome was used; however, the cutting wire was also broke. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two dreamtome rx 44 devices used during the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was used in the papilla during papillotomy procedure performed on (B)(6) 2019. According to the complainant, during preparation outside the patient, the cutting wire broke. A second dreamtome was used; however, the cutting wire was also broke. The procedure was completed with another dreamtome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.